Manufacturer narrative:
(B)(4). Date of initial report: 10/25/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer stated that a metal component was found on a piece of gauze on the mayo stand during a duodenal resection procedure. The customer was unable to say if the piece had fallen into the patient's cavity or not. A post-operative x-ray was taken and nothing wrong was observed in the image. It is not known if the x-ray was performed for the complaint issue or not. There was no injury to the patient.